Manufacturer narrative:
This report was found to be a duplication of this report number 1220648-2026-01236. All future information will be reported under report number 1220648-2026-01236.

Manufacturer narrative:
The root cause of the stroke was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
A 19-year-old male with a medical history of cardiomyopathy underwent implantation of an impella 5.5 device for temporary mechanical circulatory support. The indication for use was cardiogenic shock due to de novo cardiomyopathy, classified under the primary grouping of heart failure¿related cardiogenic shock. The device was surgically implanted via a direct approach. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s condition subsequently improved to scai stage d during support. On post-implant day 11, the patient experienced vision changes and underwent a non-contrast computed tomography scan of the head, which demonstrated an ischemic stroke involving the right basal ganglia. Four days later, the patient developed global neurologic deficits. Repeat computed tomography angiography of the head revealed hemorrhagic conversion of the basal ganglia infarct with progressive intraventricular hemorrhage. The patient was determined not to be a candidate for neurosurgical intervention. Following discussion with the care team, the family elected to withdraw care, and the patient expired while on support. The neurological event is consistent with known risks described in the impella instructions for use (e.g., cerebral vascular accident/stroke). Life-sustaining therapy was withdrawn after a total of 16 days of support. The patient's underlying condition contributed most to the outcome (critically ill including presentation in scai stage e cardiogenic shock).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The neurological event is consistent with known risks described in the impella instructions for use (e.g., cerebral vascular accident/stroke). Life-sustaining therapy was withdrawn after a total of 16 days of support. The patient's underlying condition contributed most to the outcome (critically ill including presentation in scai stage e cardiogenic shock).